Manufacturer narrative:
Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The events of respiratory tract infection and sinusitis, deemed not device related are considered unexpected adverse drug experiences.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® voluma¿ with lidocaine (0.3mls into the zygomatic arch, 0.7mls into the preauricular) and 0.5mls of juvéderm® volift¿ with lidocaine into the marionette lines. Cannula 23 was used. About 24 hours after injection, the patient had an upper respiratory tract infection; this event is not device related. Around a month after injection, patient had covid vaccine and an insect bite (insect bite is not device related). There was an allergic reaction (not device related) that justified patient going to the emergency room where the patient's inflammatory condition in the injected areas began. Patient had edema and phlogistic signs at the areas where filler was injected. The patient reported the events to their injector sometime later and ultimately returned to the clinic with the inflammatory condition just under two months after the injection. The healthcare professional provided the patient predsim 40, 40, 20, 20, 20 for 5 days and zyxem 5mg for 7 days. About a week and a half later, patient was injected with hyaluronidase in the preauricular region to dissolve everything in the marionette lines. Two weeks later, patient returned with product nodulation and inflammation, although it was better than before. Around this time, patient also had sinusitus(sinusitis is not device related) that was treated with amoxicillin and patient had hyaluronidase injected into the marionette lines again. About three weeks later, patient returned and events were reportedly fully resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00669 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.